Event description:
It was reported that the biomed just replaced the circulation pump mixing pump and heater and it won't fill, the inlet pressure (ip) was reading -12.6, coming in for assessment of the pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. The arctic sun 5000 was evaluated upon receipt. Pressure transducer failure noted during the evaluation. Pressure transducer was replaced. Pressure transducer was replaced. Biomed was trying to fill but device was not taking up water. Circulation pump was replaced by the biomed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. A review of the risk document, ra2800010 rev 25, was performed for this investigation. The reported event is addressed in step # ra13. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed just replaced the circulation pump mixing pump and heater and it won't fill, the inlet pressure (ip) was reading -12.6, coming in for assessment of the pressure transducer. Transferred for assistance, sn #(B)(6). Per follow up information received via task on 02apr2025, per technical support under wo-(B)(4), biomed stated that they were doing a circulation pump replacement and noticed the water was dirty and wanted to know if they have an internal filter to replace while they were in there. Per technical support under wo-(B)(4), biomed just replaced the circulation pump mixing pump and heater and it won't fill, the inlet pressure (ip) was reading -12.6, coming in for assessment of the pressure transducer. Coming in for assessment of the pressure transducer since its reading -12.6.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed just replaced the circulation pump mixing pump and heater and it won't fill, the inlet pressure (ip) was reading -12.6, coming in for assessment of the pressure transducer.